Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, swelling (infection), and inflammatory granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling(which looks like the infection), capsular contracture, bending, alcl suspected¿.

Event description:
Healthcare professional reported "swelling(which looks like the infection), capsular contracture, bending, alcl suspected¿. Pathology results did not recognize bia-alcl, but noted infection with acute inflammation consistent with inflammatory granulomas, for unspecified side. The device has been explanted.